Event description:
The dentist reported that this abutment post fractured when the patient presented with the crown in hand.

Manufacturer narrative:
This 3i product has not been returned, therefore the complaint cannot be verified and no conclusion can be drawn. The review of the device history record did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.